Manufacturer narrative:
It was reported that the patient has loosening of the tibial component. Cause for the loosening is unknown at this time. Revision surgery is planned to exchange the tibial tray and poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has loosening of the tibial component. Cause for the loosening is unknown at this time. Revision surgery is planned to exchange the tibial tray and poly insert.